Manufacturer narrative:
The product has not yet been received. A supplemental medwatch report will be submitted with all relevant additional information. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was high. As the occlusions had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.